Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Refer to mw # 2953161-2015-00142 for information regarding the distal type I endoleak that was treated on (B)(6) 2015. Additional device implanted and possibly involved in the event: pxl161407/11685958. UDI for this lot: (B)(4).

Event description:
On (B)(6) 2015, an intervention was performed whereby gore excluder aaa endoprostheses were implanted to treat a distal type I endoleak. A non-gore 11 fr sheath was reportedly selected for placement of either a contralateral leg component or iliac extender component. It was reported the sheath was shorter than the recommended 12 fr sheath and did not reach the contralateral gate, so the device was advanced outside the sheath for advancement into the contralateral gate. It was reported that due to tortuosity of the access vessel, there was difficulty advancing the device through the existing iliac limb into the contralateral gate. Force was reportedly used to advance the device into position. It was reported that due to the short sheath and tortuosity of the vessel, the bottom of the delivery catheter was wedged against the sheath, and the sheath sheared the delivery catheter as it was being advanced. A decision was reportedly made to remove the device in order to upsize to a 12 fr sheath. During withdrawal of the delivery catheter, the device reportedly began to deploy at the level of the junction of the previously existing endograft in the iliac artery. It was reported the device was completely deployed, and a contralateral leg component was implanted as a bridging device. After the device was deployed and the catheter removed from the patient, it was reportedly noted on angiography that the delivery catheter had broken at the polyimide/trailing olive junction, and the leading olive and polyimide wire remained inside the patient. A snare catheter was used to successfully remove the broken olive tip from the patient. The procedure was concluded with no further issues. Final angiography showed no evidence of endoleak, and the patient tolerated the procedure. It is unclear from the reported information if the device in question was a contralateral leg component (pxc121400) or iliac extender component (pxl161407).

Manufacturer narrative:
Conclusion codes remain unchanged. Please note: corrected device pxl161407/11685958 was manufactured at site/manufacture ID # (B)(4).

Event description:
It was confirmed by the source that the device that broke on (B)(6) 2015 was the iliac extender component (pxl161407), not the contralateral leg component (pxc121400) as previously reported.

Manufacturer narrative:
(B)(4). A review of the manufacturing records could not be performed as a lot number was not provided. Additional information will be requested from the reporter.

Event description:
The FDA notified gore that a voluntary medwatch report (mw5057528) was submitted reporting that: "when inserting the excluder during the endo aaa, the tip broke off in the pt. The tip was quickly retrieved by doctor and removed intact. The (B)(4) sales rep was present and noted the defect and took pictures of the device." See attached voluntary mw5057528. No further information was provided. Additional information will be requested from the reporter.